Event description:
A complaint regarding charging difficulty was received. The bsn sales representative noticed inflammation at the lead and ipg sites. The patient will undergo a procedure to explant the device, as recommended by the physician.